Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had reached elective replacement time (ert) but with previous estimate of one year from a couple of months ago. The health care professional (hcp) verified that from last year this pacemaker had two years remaining then dropped to one and a half year within few months until recently. Boston scientific technical services (ts) explained the event and assisted the hcp on saving data to the programmer for engineering analysis. Further, analysis showed that the decrease in longevity remaining for just a few months could be a result of the device changing current bins for the longevity remaining calculations. The hcp then stated that the patient will be scheduled for device replacement. Attempt to obtain additional information was unsuccessful. This pacemaker was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.